Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device would need further investigation. Once the investigation has been completed, a supplemental medwatch will be submitted. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the drive shaft of the compact speed reducer device was bent. It was further determined that part of drive shaft had broken off and the broken part was missing. It was observed that the bearing cover was missing. It was noted in the service order that the device was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported conditions that the drive shaft was broken and the piece of the drive shaft was not with the device (missing) were confirmed. However, the reported conditions that the drive shaft was bent and bearing cover was missing were not confirmed. It was further determined that the issues with the broken drive shaft and missing piece of the broken drive shaft were consistent with mishandling by dropping or hitting the device against something resulting in the broken drive shaft; and also from not using the protective cap. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.